Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The 100% stenosed target was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). The 3mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed a longitudinal balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the returned packaging and device matched the reported batch number. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and an 11mm longitudinal tear at the proximal end of the balloon was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the balloon burst or reported difficulty crossing lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).